Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during a procedure within the bile duct on (B)(6), 2010. According to the complainant, after approximately 2cm of the stent had been deployed, the physician felt resistance and could not further deploy the stent. The stent could not be reconstrained. The device was removed in a partially deployed state through the scope. The physician was able to successfully complete the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician added that during deployment, the deployment limit marker had not been exceeded. Additionally, the anatomy was tortuous, but it was not pre-dilated.